Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. The cause was the tidal total ultra filtration (uf) removal was set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a high drain 106 alarm occurred after use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) stated they did not feel any different than normal in the previous therapy. The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.